Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that, after firing, the lancet protruded beyond the end- cap of the multiclix lancet device. Reporter noted that a home healthcare worker received a needlestick from the device; however, no information about whether the lancet had been previously used, was reported. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.